Manufacturer narrative:
B5 executive summary: updated d4 expiration date: updated d4 gtin: updated h4 manufacturing date: updated f10 and h6 health impact code grid: updated there are controls in the manufacturing process to ensure the product met specifications upon release. The device was not returned for analysis. The images attached to the complaint intake show that the proximal polytetrafluoroethylene (ptfe) coating had been damaged/skived. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was not returned for analysis. The images attached to the complaint intake show that the proximal polytetrafluoroethylene (ptfe) coating had been damaged/skived. It was reported that the defect observed on the coating of the subject guidewire: eroded appearance. Additional information provided by the customer indicated that the event was detected during visual inspection of equipment before use, the event occurred during the procedure, the procedure was only slightly delayed, the time needed to prepare a new guidewire (a few minutes). The device was not returned, however the images attached to the complaint intake show damage/skiving noted to the polytetrafluoroethylene (ptfe) coating. The reported event can be confirmed and as analyzed code of guidewire ptfe coating peeling will be assigned to this complaint. There a number of potential causes for polytetrafluoroethylene (ptfe) coating damage including backloading of the guidewire through the introducer and interaction with an under tightened torque device. However, the available information fails to indicate an assignable cause for the damage reported. An assignable cause of undeterminable will be assigned to the reported hydrophilic coating peeling and to the analyzed guidewire ptfe coating peeling as the device was not returned and a review of all available information fails to indicate an assignable cause.

Event description:
It was reported that the coating of the subject guidewire was found to have eroded appearance. The subject device was replaced, and the procedure was completed successfully. There was a surgical delay of a few minutes due to the reported event. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the coating of the subject guidewire was found to have eroded appearance. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.